Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
It was reported to resmed that the non-return valve (nrv) assembly and internal battery were replaced by an authorized resmed third party service center to address the reported complaint. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. No information is available at this time, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient harm or serious injury reported as a result of this incident.